Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, and minor scratches on the display window.

Event description:
It was reported the insulin pump alarmed button error and had not respond to battery presses. Battery was changed and anomaly persisted. The buttons were not pressed longer then three minutes. Customer's blood glucose was 5.4mmol/l. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.